Event description:
Boston scientific received information that a patient's power cord was burned and blown apart after a recent lightning storm. The patient saw sparks flying out from the corner where the communicator was sitting but didn't know exactly where the sparks were coming from. Nobody was hurt or injured during the incident. The communicator and power/phone cords will be returned and a new communicator will be shipped. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis showed different components inside the power brick were exposed and burned. The ground wire within the power cord was physically separated. One of the ends of the returned phone cords was also charred. The overall damage observed by the laboratory is consistent with a high-power electric overstress event. The allegation was confirmed.